Event description:
A customer reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer replaced the cartridge, and after receiving tips from technical support to prevent future altitude alarms, the pump resumed normal operation.